Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection which was manifested by abdomen discomfort and cloudy/milky effluent. The cause of the event was not reported. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Three days after hospital admission, the patient was discharged with ongoing antibiotic therapy. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available..